Manufacturer narrative:
The returned dualwave arthroscopy fluid management system ar-6480 was visually inspected and showed minor scratches at the face of the inflow and damaged inflow cover, no major physical damage on the unit. Further review of the pump sub-assembly and components, showed no issues with the latch door or tubing connector. The returned ar-6480 dualwave arthroscopy fluid management system device was assembled with the returned ar-6430 and then with the ar-6425 tubing and they were tested and evaluated under normal use conditions to see if the issue(s) reported could be reproduced. The pump was powered on and a loud noise was noticed, but it was related to the inflow cover being loose. The pump function as intended with no error message and/or audible alarm triggered. A clamp test was performed as defined in the user guide (dfu-0212 rev 1 ¿ section 5.2) to simulate an over pressure failure on the pump, to verify if an error message and/or audible alarm will be triggered. The results of the clamp test confirmed the pump did alarm and provide an error as intended/expected. Among the most common causes for this type of issue/occurrence are (1) unplugging and plugging the pressure line connector into the arthroscopy pump, thereby creating a pressure decay on the pump or; (2) spiking the bags of fluid and allowing that fluid to migrate through the tubing before plugging the pressure line connector into the pump. Final conclusions are potential misuse and the complaint allegation not confirmed.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during an knee arthroscopy the pump had over pressure issues (inflow). The pump did not control the pressure any longer. This caused the knee to swell. The fluids had to be removed from the patient. According to the surgeon there was consequential damage to the patient. The surgery was completed with a new device of the same part number. At the moment arthrex did not receive any further information. Further questions are asked to the customer. On 17-sep-2019 update: following tubings were used: ar-6430 batch e9035 and ar-6425 batch g9020. On 19-sep-2019 update: there was no pressure test run prior surgery cause according to the surgeon the pump was already calibrated. There were no error messages but it was reported that there was a strange noise and high pressure. The setting during use of the pump was the pre-installed pump program - arthroscopy knee. The excess fluid was not removed because the liquid will be naturally removed from the tissue. The patient was kept in the hospital till the (B)(6) 2019. According to the surgeon the patient experienced an significant edema of the operated lower extremity. On 25-sep-2019: the customer confirmed that the clamp test was not performed in advance.